Event description:
Pt was in hosp for cataract removal and insertion of posterior chamber lens. When lens was ejected from its cartridge, the lens tore and only half of lens went into eye. This necessitated add'l surgical intervention to remove the lens.